Manufacturer narrative:
Investigation into this event showed that repeat testing required dilution, yielded repeatable results consistent with expected results. Qc results were acceptable. The customer did not provide any additional information and does not wish to troubleshoot further. The root cause of the event is unknown.

Event description:
A customer observed a non-repeatable negatively biased total b-hcg result for a patient sample tested on the eci analyzer. The biased result was reported and questioned by the physician. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.